Event description:
On 05/06/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was achieved with the device, and the pt was discharged home later that day. Approximately 10 hours following device deployment and while at home, the pt bore down while going to the bathroom. Immediately aferwards a hematoma was observed in the right groin area. The pt returned to the hosp where the hematoma was resolved via compression. An ultrasound was performed which identified a thrombosed pseudoaneurysm of the right groin. The pt later underwent surgical repair of the arteriotomy. The pt reportedly tolerated the procedure well. As of 06/03/1998 there has been no further report of complication or pt sequelae made to the MFR.